Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
An afx2 stent graft was implanted to treat an abdominal aortic aneurysm. Approximately one (1) month post-op, the patient presented with a thrombosed aorta. It is unknown at the time of the reported whether the patient presented during routine follow-up or emergently ,or whether the patient was symptomatic. A different physician, dr. (B)(6) from (B)(6) in (B)(6), elected to convert the patient to open surgical repair. Dr. (B)(6) said he thought the limbs had occluded but was unsure as to why.